Event description:
It was reported that after arriving to a cardiac arrest event, the ems crew connected the device to the patient via the quick-combo defibrillation electrodes and only saw dashed lines on the device display. The ems crew was unable to resolve the reported issue throughout the event. There was no back-up device available to continue patient care. The patient did not survive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported device issue. It was observed that the device was configured to boot up into lead ii in manual mode, which would not allow the user to view the paddles lead ECG. The end user did not change the lead selection to paddles lead or press the "analyze" button throughout the event, which would have allowed the end user to view the patient's ECG rhythm. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A clinical review of the reported event was performed and it was determined that the use error may have contributed to the outcome of the patient because the patient's ECG was unobtainable throughout the entire use of the device due to the end user not changing the lead selection to paddles lead. Because of this, the end user was unable to determine if the patient's ECG rhythm required defibrillation.